Event description:
A problem was reported regarding a pump. Patient reported that a gentleman at the courthouse (another morphine pump patient) said every time he goes through security detectors, like getting on a cruise or, or going in a court house, his pump speeded up. A follow up was not possible at the moment of this report since the information on the patient (gentleman at the court house) was not available. System used to deliver morphine. If additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).